Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn 83 units, there was 1 tube that had stopper pull out in the holder of a blood collection set. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn 83 units, there was 1 tube that had stopper pull out in the holder of a blood collection set. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation, which shows the hemogard closure in the holder device without a tube attached. The device history records could not be reviewed as the lot number is unknown. This complaint has been confirmed for the indicated failure mode: stopper pull out. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.